Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported high lead impedance was confirmed. The cause was due to medical adhesive covering the distal electrode. The damage found was sustained during the surgical procedure.

Event description:
It was reported that during implant procedure, high pacing lead impedance was noted. Suspected lead damage due to aggressive use of a firm stylet. The lead was replaced.